Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a failure of the printed circuit board was confirmed. It is likely that the power to the device was cut off due to the failure of the board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the lcd monitor exhibited the power turned off due to printed-circuit board failure. There were no reports of patient involvement.